Event description:
The contact stated the customer tested her blood glucose using contour and received readings of 360, 280, and 240 mg/dl. She retested using a one touch ultra meter and received a reading of 101 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.